Event description:
Boston scientific corporation became aware of an event in which the subject device could not be deployed because there was a hook on its tip. No complications with the patient were reported to have occurred during this event.